Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle box had the incorrect dosage amount on it. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (19) shelf cartons of 3/10cc, 12.7mm, 30g syringes from lot # 8099603. All poly bags in the shelf cartons also are from lot # 8099603. Customer states that the boxes have the incorrect dosage on them. All returned shelf cartons were examined and all exhibited ¿doses up to 100 units¿ printed on the shelf carton. All poly bags were also examined and all exhibited ¿doses up to 30 units¿ printed on the poly bags. The shelf cartons are incorrectly printed and should have the same verbiage as on the poly bags, ¿doses up to 30 units.¿ a review of the device history record was completed for batch# 8099603. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Severity: s1. A complaint history check was performed and this is the 4th related complaint for label information incorrect (shelf carton) on lot # 8099603. Investigation conclusion: based on the samples / photo(s) received bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: situation analysis has been opened to address this issue. A definitive root cause has not been determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle box had the incorrect dosage amount on it. No serious injury or medical intervention was reported.